Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the ball and socket joint did not hold during a hip scope procedure. As a result, the surgeon had to modify the surgical technique to complete the procedure. No patient injury and no further complications were reported.